Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported that the device was not functioning. There is no report of accident or trauma and no redness or swelling around the implant site.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found.

Event description:
Patient reported that the device was not functioning. There is no report of accident or trauma and no redness or swelling around the implant site. The patient was re-implanted.